Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a labeled winding former with suture pieces and a detached needle that pertain to the product code: (B)(4) was received. The visual assessment of the product noted, that the suture pieces have begun with process degradation caused that the needle was detached from the suture. The barrel hole was examined under 20x magnification and remnant suture was observed. Additionally, as the foil packet was not returned the assignable cause could not be determined. The product code contains an absorbable suture and the time of exposure that has the suture in the environment could not be determined. As per the sample condition the functional test cannot be performed. No conclusion could be reached as to what caused the reported complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on an unknown date and suture was used. A nurse found that the suture had been detached from the needle when it was used. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.